Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was experiencing slowness during operation. The technical support specialist (tss) reviewed device settings through the web application. The process involved navigating to settings devices, selecting the affected device, and accessing the visits tab. The admission inactivity days parameter was checked and adjusted from the default value of 60 days to optimize performance. This change helped reduce unnecessary patient records displayed on the station. After the adjustment the station was verified to load patients more quickly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and did not respond to touch. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.